Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, the recipient was suffering from recurrent chronic otitis media, which was already present before implantation. The medical condition of the recipient together with the suspected mechanical damage of the active electrode might have led to the reported poor outcome. A decision regarding explantation surgery has not been made available yet.

Event description:
The user's hearing with the device has not improved as expected after the 2nd fitting in (B)(6), following implantation surgery in (B)(6)2017. Moreover the recipient had several infectious episodes with suppuration in his ear since implantation. Suppuration also occurred during the last month. The user was implanted due to a hearing loss originated by a chronic otitis media with frequent suppurations. So the chronic otitis media was diagnosed prior to implantation. The user was treated with boric acid alcohol in the mastoid cavity, oral antibiotics (ciprofloxacin and amoxicillin + clauvanic acid), and both topical ciprofloxacin and bilastine antihistamine. Actually no decision regarding explantation has been made.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing with the device has not improved as expected after the 2nd fitting in april, following implantation surgery in (B)(6) 2017. Moreover the recipient had several infectious episodes with suppuration in his ear since implantation. Suppuration also occurred during the last month. The user was implanted due to a hearing loss originated by a chronic otitis media with frequent suppurations. So the chronic otitis media was diagnosed prior to implantation. The user was treated with boric acid alcohol in the mastoid cavity, oral antibiotics (ciprofloxacin and amoxicillin + clauvanic acid), and both topical ciprofloxacin and bilastine antihistamine. The user has been explanted. No new device was implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing with the device has not improved as expected after the 2nd fitting in (B)(6), following implantation surgery in (B)(6) 2017. Moreover, the patient had several infectious episodes with suppuration in his ear since implantation. Suppuration occurred also during the last month.